Event description:
Difficulty to adjust the valve. It was changed after 15 days of implantation.

Manufacturer narrative:
The returned valve has been analyzed. According to the results, we did not manage to duplicate any difficulty to adjust it. The valve meets all its specification requirements. The adjustment difficulty can happen when the magnet of the adjustment kit is not centered on the valve or if the valve is implanted too deeply. The instruction for use provides information about valve adjustment.